Event description:
It was reported to philips that the c-arm movement was not available. The patient was moved to another room which delayed in the procedure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, during an emergency cardiac catheterization procedure, the c-arm froze, and the table began to free-float. The message ¿geometry reset¿ was displayed on the system and a cold reboot of the system was performed by the user. After the cold reboot, the table was no longer free-floating, but c-arm movements were still unavailable. The message "geometry partially available" was presented to the user. The staff decided to abort the procedure and move the patient to another room and system. The procedure was completed using the second system. During this time, the patient reportedly remained hemodynamically unstable and required extensive pressure support. After the procedure, the patient was confirmed to be in good health. A philips field service engineer (fse) inspected the system on-site. The investigation demonstrated that when the user activated the c-arm¿s rotational movement, an electrical current error occurred, resulting in motorized movements of the c-arm and table becoming temporarily unavailable. The guidance "warning: motorized movement unavailable" was presented to the user. The geometry automatically restarted, as designed and to recover from the electrical current error, and the guidance: "warning: geometry restarting; do not change sid¿ (¿sid¿ stands for source image distance) was presented to the user. While the geometry was restarting, the clinical user initiated a cold restart, leading to a longer system restart time. During start-up, the blocking of geometry movements is intended system behaviour as the philips system prevents any unintended movements, not initiated by the clinical user. While in this state, x-ray imaging remains available, and the system notifies the user that geometry is only partially available. After the cold restart, the pan handle of the geo tso (table side operating) module (that is used to move the table) was found to be stuck in the active position, as a result of which geometry movements continued to be unavailable. The fse replaced the geo tso module and performed a current calibration. After these actions, the system was confirmed to be operating within specifications and was returned to use in good working order. The codes were updated based on the investigation outcome.